Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results on one 38 year old male patient which did not match result from another method(vitros). The patient presented with shortness of breath with dysponea and palpitations. ECG was normal. Due to atypical symptoms and elevated troponin-I patient was given dapt+statin and admitted to the ICU for monitoring. The patient was treated with ecosprin, brilinta, and atorya. Stress test was done on (B)(6) 2023 and results were negative. The patient is now asymptomatic and has been discharged in stable condition. The following data was provided: initial result (B)(6) 2023 11am = 258.5 pg/ml, repeat results = (B)(6) 2023 6pm 278.4 pg/ml, (B)(6) 2023 300.5 pg/ml. Vitros result = 3.51 pg/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results on one 38 year old male patient which did not match result from another method(vitros). The patient presented with shortness of breath with dysponea and palpitations. ECG was normal. Due to atypical symptoms and elevated troponin-I patient was given dapt+statin and admitted to the ICU for monitoring. The patient was treated with ecosprin, brilinta, and atorya. Stress test was done on (B)(6) 2023 and results were negative. The patient is now asymptomatic and has been discharged in stable condition. The following data was provided: initial result (B)(6) 2023 11am = 258.5 pg/ml, repeat results = (B)(6) 2023 6pm 278.4 pg/ml, (B)(6)2023 300.5 pg/ml vitros result = 3.51 pg/ml additional patient information provided (B)(6) 2023: patient 1: initial result on architect = 0.8 on alinity = 0.34 and on ocd analyzer = <1.50 patient 2: initial result on architect = 1884.7 on alinity = 2497.63 and on ocd analyzer = <1.50 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional patient information provided 12apr 2023 section b5 was updated.data and information provided by the customer were reviewed. Return testing was not performed as returns were not available. Device history record review was performed on lot 47467ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using data from customers worldwide. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay was identified.